Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If additional, new information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, this device was explanted and replaced with a larger ring due to significant systolic anterior motion (sams). The physician reported it was obvious that there was redundant anterior leaflet tissue. The patient's condition did not resolve, and a bioprosthetic valve was ultimately implanted. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.